Event description:
It was reported that review of a remote transmission revealed the patient received inappropriate atp and hv therapy for supraventricular tachycardia due to programming. Programming and medication changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.